Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted after an implantable cardioverter defibrillator (ICD) shock for ventricular tachycardia (vt). The patient's vitals were stable and there were no significant alarms. Log files were submitted for review and captured clusters of pulsatility index (pi) events as well as routine power source changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.